Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and the complaint regarding the instrument jaws not opening was not confirmed by failure analysis. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the large hem-o-lok clip applier jaws were not closing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lock clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.